Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Component code: g07002 no device problem found. Additional information was requested, and the following was obtained: did the event occurred when patient was being sutured or did the event occur during handling before used on the patient? What tissue was being sutured when the event occurred? It was on the cervix that the event occurred. The suture broke when suturing it. Please confirm the quantity of sutures of the box broke: 2. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify it was during handling. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Yes. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Did the event occur during one or multiple patient procedures? One. What is the total number of procedures? 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). They said that when 1 suture break, it happens more than once with the suture coming from the same box. And then a second suture broke during the procedure. So yes there was event before, with another box, but I was not told in the past. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Not applicable. The single complaint was reported with multiple events. There are no additional details regarding the additional events. It was reported that it happens like once in for years and when it happens, it seems that all the sutures of the box start to break. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If there were previous events in the past, please provide event date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with ten packets that pertain to product code vcp346h was returned with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during the evaluation. A functional test was performed and the tensile strength force exceeded the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2023-01030.

Event description:
It was reported that a patient underwent a colpotomy procedure on (B)(6) 2022 and suture was used. The surgeon was closing and the suture broke half way through, about at the middle of itself, not close to the needle. The surgery was delayed 5-10 minutes due to this event. The procedure was successfully completed. Additional information was requested.